Manufacturer narrative:
Product complaint: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date of index surgical procedure? On what tissue monocryl suture was used? Product code and lot number? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? How was the suture tied (square knot or multiple knots one end)? Was the tissue dehisced? What was the suture appearance ¿from 6-8 weeks to now 12-18 months after a breast reduction¿? Other relevant patient history/comorbidities/concomitant medications? Were cultures performed due to wound secretion? Results? Was any medical/surgical intervention performed as a result of event? Please specify. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a breast reduction on unknown date and the suture was used. It was also reported that the patient experienced areas spontaneously draining from closed incision from 6-8 weeks to now 12-18 months after surgery. The surgeon opined that she does not understand why it is happening as the suture should be dissolved by 120 days. Additional information has been reported.